Event description:
The customer reported that the system displayed a low ma error and a communication error. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced a generator interface battery and calibrated the filaments. The unit is working as intended.